Event description:
The hosp reported that cuff did not remain inflated. No pt injury.

Manufacturer narrative:
Note: eval performed on retain sample. Reference reporting site internal number mx970259. Description of complaint: inflation failure. Batch paperwork: batch and complaint records indicated no such problem with this order. Retain sample: the tracheal and bronchial cuff were inflated and immersed in alcohol and water-no leakage was detected. Cause: since no unit was returned a comprehensive investigation cannot take place into the cause of the complaint. Summary of analysis: quality: the complainant unit did not cause injury to the pt. Non confirmed: the reported problem was not detected as the complainant unit was not returned. Non justified: there is no evidence to suggest that the reported problem occurred in house. Corrective action/comment: all our cuffed catheters undergo a four hr inflate/deflate test prior to packing and it is at this point that any defects are removed from the order. Operators are aware of the delicate nature of the cuffs and handle the product with great care throughout the production process.